Event description:
Partial failure of a right saline breast implant. In 1999, pt underwent a mastectomy with immediate breast reconstruction, in the same year for breast cancer. In the past several months, pt noted an obvious change in volume of the right breast. The leaking saline implant was removed and replaced.